Manufacturer narrative:
According to the facility, on 11/18/2025, the surgeon was placing a hemoclip on the vessel loop and on the vessel itself. The hemoclip "was deployed while trying to control the actual vessel. The clip sliced through the vessel." Per the surgeon, "I was able to control the bleeding with a small clamp and ligate it with a suture." The surgeon states he was able to "manage the injury to the vessel during surgery. Patient is doing well and was not harmed by the incident." The procedure was completed. No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on 11/18/2025, the surgeon was placing a hemoclip on the vessel loop and on the vessel itself. The hemoclip "was deployed while trying to control the actual vessel. The clip sliced through the vessel."